Event description:
B & d 22 - gauge one inch angio catheter is structurally weak and collapsed during insertion. Catheter sleeve was all bunched up on needle outside. IV insertion site on resident. IV cath sleeve had not slid up needle.